Manufacturer narrative:
(B)(4).

Event description:
The patient reports her ipg is unable to communicate with the external devices. The patient states she last recharged approximately one week ago and lost stimulation on (B)(6) 2015. Follow up information identified the sjm representative confirmed the issue and determined the patient actually recharged her ipg approximately six weeks ago. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.